Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a bent grip, causing vertical misalignment of the grips. There was a 0.032¿ offset at the tips. The instrument grip-tip had twisted vertically, creating a large gap from the grip's teeth. The complaint regarding the jaws not closing completely was confirmed by failure analysis. Additional observations related to the customer-reported complaint were also observed. The instrument was found to have a broken grip at the grip tip. A piece approximately 0.039" x 0.078" was found to be broken off. The broken piece was not returned. The instrument was also found to have a mechanical indentation on the grip tip. One of the grip's tip edges was indented, which prevented the grip from gripping properly.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps jaws did not close completely. There was no reported injury.